Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 57.6 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure after the evar was performed, obstruction of blood flow was noted, as the patient had no right leg pulse. A surgical intervention was performed to treat the occlusion. As per the physician, the cause of the event was anatomy related, due to mural thrombus in the right common iliac artery flowing during the procedure. No additional clinical sequelae were reported and the patient will be monitored.